Event description:
A peritoneal dialysis (pd) patient report having peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call pdrn on (B)(6) 2023 with complaints of not feeling well and abdominal pain. The patient was instructed to take a one-time prophylactic dose of antibiotics (drug, route, and dosage not provided). The patient was not improving and decided to go to the emergency room (ER) later that day. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy (no information was available). The pd effluent cultures resulted positive for two organisms: corynebacterium jeikeium and micrococcus luteus. During the hospitalization, the patient went into a hypertensive emergency unrelated to dialysis or the peritonitis event. This extended the hospitalization. The patient was discharged from the hospital on (B)(6) 2023. Upon discharge, the patient¿s antibiotic regimen was intraperitoneal (ip) vancomycin for 21 days (dose and frequency unknown). The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the patient¿s peritonitis event was not identified. The pdrn stated that a home visit was performed and nothing specific was found that identified the source of the peritonitis. The pdrn did state this patient does what she wants when it comes to pd treatments, so that a breach in aseptic technique cannot be ruled out.